Event description:
The customer received questionable results for six patient samples. Of the data provided, only the hdl-cholesterol plus 3rd generation result for one patient sample was discrepant. The initial result was 7 mg/dl and the repeat result was 47 mg/dl. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 615827 with an expiration date of 04/30/2017. Initially, the field service representative was unable to determine as the customer refused service. He noted the instrument was in operation at the time of his arrival. Upon follow up, the customer verified the instrument was operating within acceptable limits. On a follow up visit, the field service representative checked the analyzer and found no issues, liquid level detection (lld) and precision were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.